Event description:
An analysis was performed on the explanted generator. The vns programming history database shows the last known diagnostic test was performed on (B)(6) 2014 with an impedance value of 2496 ohms (implant (B)(6) 2009 / explant (B)(6) 2015). Review of the ram/flash data downloaded from the generator shows that on 1(B)(6) 2015 (date of explant) the impedance changed from 10213 ohms to 5677 ohms. The event date cannot be determined, as the high impedance was present before the change. The battery, 3.007 volts as measured shows an ifi=no condition. The data in the memory locations revealed that 33.853% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the lead and a break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Appearance of the negative coil suggests a stress-induced fracture occurred in at least two strands of the quadfilar coil. However, due to pitting, mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism cannot be determined on other strands. Also, the strands show what appear to be wear in the vicinity of the break. The exact reason for this condition is unknown. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that the patient's vns system presented a lead break. No known surgical interventions have occurred to date. Attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received that patient underwent full revision due to lead issue. The device had the output current turned to 0ma. The diagnostic read an impedance of 5526ohms. The surgeon, decided to change the battery first to see if that made a difference but the impedance showed >10000ohms, so he proceeded with a full revision. It was reported that the patient fell off a ladder and he had been concerned about the lead, so contacted his nurse who found the high impedance. Review of manufacturing records confirmed all tests passed for the devices prior to distribution. The explanted lead and generator were received by the manufacturer. Analysis of the devices is underway, but it has not been completed to date.